Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an infusion set tubing detachment on (B)(6) 2026. The detachment occurred at the quick-release site. The insertion site was the left abdomen. The infusion set had been in use for one day. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.